Event description:
It was reported that the patient had complained about poor vision and photic phenomena after insertion of a diu100 lens into his right eye. An explant was performed. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.